Event description:
During a f/u allegedly performed on (B)(6) 2013, the battery impedance was reportedly 5.34 kohm and the remaining longevity estimation displayed by the programmer was 8 months. A f/u had been therefore, scheduled 5 months later, expecting that the device could be close to eri (elective replacement indicator). Reportedly, the subject pacemaker was interrogated on (B)(6) 2013 and the battery was found at end of life (battery impedance was 31 kohm and magnet rate was 70min-1). The device was therefore replaced on (B)(6) 2013; it has not been returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.